Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgeon reported a defect in the drill bit. The spacing of the cut edge at the drill bit was not equal. This was discovered before use on (B)(6) 2013, not during an operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation coordinated by (B)(4). Report received indicates the investigation of the complained drill bit shows that the tip is twisted due to mechanical mishandling while use. Visible signs indicate that the drill bit became blocked; further applied high mechanical force caused the deformation. The instrument was analyzed for conformance to print specification, as well as the device history records were researched. No abnormal findings were identified. No product fault could be detected.